Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the problem was the high temperature in the or room. The hospital staff confirmed there was a problem with the air conditioner on that floor. The temperature in the operating room was so high that it appeared the lamp module melted and the illuminator was possibly damaged. The fse used a test lamp and it failed so the illuminator was replaced with a backup to resolve the reported problem. An RMA has been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable error 48242 and 48245 indicating the illuminator lamp is over temperature and the illuminator will no ignite. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the hospital had problems with the air conditioning, raising the temperature of the operating room causing error 48245, indicating the illuminator lamp fails to ignite after several automatic attempts and 48242 indicating the illuminator lamp is over temperature. The operating room temperature could not be lowered so the surgeon made the decision to convert the procedure to traditional laparoscopic techniques after a 30 minute or greater delay with no injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
D02 - the illuminator was returned for failure analysis and the reported failure was confirmed. This unit was returned dirty, without screws in the back side and also the lamp module. This unit was returned without lamp module and both fuses were good. Log file review found there are several errors code 48245 which means: illuminator lamp failed to ignite: ignition failures indicate that the lamp module must be replaced or the ignition circuitry in the illuminator has failed. The unit was installed onto a test system. The system started up and failed with the error 48244 which means: illuminator lamp failed to ignite: ignition failures indicate that the lamp module is nearing end of life or the ignition circuitry in the illuminator is failing.

Event description:
Refer to h10/h11 for follow-up information.